Event description:
It was reported that a malfunction occurred on the pump, with the caller indicating a specific malfunction code and receiving assistance to reset the pump, though the issue persisted. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.